Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of rash macular ("I literally have spots from head to toes, my body is covered in a terrible rash") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned tattoo. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2019, 605 days after essure insertion, she experienced rash macular (seriousness criterion intervention required), allergy to metals ("nickel allergy"), urticaria ("hives"), skin discolouration ("noticed black spots producing on my skin"), flank pain ("pain in my right side") and visual impairment ("eye sight issues"). On (B)(6) 2019 she experienced alopecia ("noticed my hair started to fall out"). An unknown time later she experienced scab ("have scabs over it and they bleed"), adnexa uteri pain ("can feel it in my tube") and swelling ("it swells up"). The patient was treated with hydrocortisone and clobetasol. Essure treatment was not changed. At the time of the report, the rash macular, allergy to metals, urticaria, skin discolouration, flank pain, adnexa uteri pain, alopecia and visual impairment had not resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, flank pain, rash macular, scab, skin discolouration, swelling and urticaria to be related to essure administration. No causality assessment was received for essure with regard to visual impairment. The reporter commented: the obgyn who did this procedure on me, I recently learned had died he made me feel like this would be the safest procedure of permanent birth control. I received this implant in (B)(6) 2017, it was not even a couple of years that I noticed my hair started to fall out and months afterwards I noticed black spots producing on my body (photos provided). I had biopsy done in the arms and both of my breast. I didn't know I had a nickel allergy which I learned from my dermatologist who I have been seeing for almost 4yrs. I had to endure a skin therapy treatment for almost 4yrs to see where the rash was coming from. I had 2 biopsies and several blood test which I did during covid. I had to meet with my dermatologist who met with a obgyn who determined that this product has led to my suffering. As a woman I may want to have more children and survive to do it. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy skin] (date unknown): product is affecting my health; [blood test] (date unknown): product is affecting my health. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: reporter (black, tattoo on legs) provided photos of the rash on shoulder and legs. Essure start date and indication were added. Events added: metal allergy, flank pain. Event start dates added, outcome added. Tests done. Remedial drugs were added. Event upgraded to serious. Causality assessment was added. She wants reimbursement for essure removal surgery. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.